Event description:
It was reported that a spectrum pump alarmed close door. It was also reported there was no pt injury.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. It was found out of specification. The reported symptom was confirmed and reproduced. The evaluation found this to be due to a failed hook switch on the lower auxiliary. The lower auxiliary was reported.